Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # r5a986. The following information was requested, but unavailable: when the closing trigger was squeezed, did the staples deploy into the tissue or did they fall out of the device into the patient? If they fell into the patient, were they retrieved? Were there any changes in procedure other than a lower resection? Were there any patient consequences due to the lower resection? Device analysis: the analysis results showed that the cs40b device was received with closing trigger closed and with a reload loaded in the device. The reload was a received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The reload was received fully loaded and with all staples protruding, the washer uncut, and the knife recess below the reload deck. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, and the staples were noted to have the proper b-formed shape. The reload was not properly loaded in the device: since, these facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It is possible that the condition of the protruding staples is consist with the device has been partially activated. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, when the surgeon closed the jaw of the machine on the handle closest to the handle, the machine fired the staples (when it was supposed to just approach the jaws) and did not cut. It was necessary to make a lower resection and use another machine.